Event description:
Swelling over knee, rash over knee area, low blood pressure, breathlessness. Information was received on 15-feb-2006 from a physician regarding a patient, with a medical history of grade iii osteoarthritis, painful knees with crepitus and cannot walk, who experienced swelling over knee, rash over knee area, low blood pressure, and breathlessness. The patient began treatment with synvisc on an unknown date. The patient received one synvisc injection into an unknown knee on unknown dates. The physician received a phone call from a patient designee stating that the patient experienced swelling over knee, rash over knee area, low blood pressure and breathlessness, which caused hospitalization. The events "panned off in 24 hours." The causability assessment was not provided. At the time of this report, the patient had recovered without sequalae. Please refer to synv-15726 for other adverse events from this reporter.